Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had therapy electrodes that were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the cable connecting ECG electrode b and the distribution node (dn). The cause of the non-functional therapy electrodes and incoming test failure is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.